Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm.

Event description:
Additional information that programming changes were made.

Event description:
New information received indicated that another instance of post-paced t-wave oversensing was detected after programming changes were made. Further programming change was recommended.